Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. The customer¿s blood glucose level was 150 mg/dl. Customer state unsuspended the pump said they were able to rewind and fill the tubing and helped her with the insertion. She was able to insert okay .the customer declined troubleshoot because she knew she had a bent cannula. The customer was assisted in uploading carelink and uploaded successfully. The insulin pump will not be returned for analysis.